Event description:
Philips received a report from a customer that pt was scheduled for an MRI mammo examination on an achieva 3.0t tx with the sense breast 3.0t x/tx 7 coil. She was positioned on the coil and while moving the pt into the magnet the pt hit the magnet top bore cover with her back. The pt indicated she had a lot of pain and therefore, the table top was removed back immediately. When the pt came up she indicated that she broke her ribs as she heard a crack. After a pet scan it was concluded that four ribs were broken.

Manufacturer narrative:
(B)(4). When the investigation is completed a follow up report will be went to the FDA.